Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose level was 141mg/dl and the sensor glucose level was 72mg/dl at the time of the incident. The customer reports the sensor not working all day. The customer experienced a high blood glucose of 393 mg/dl due to the sensor issue. The customer did not troubleshoot the issue and declined troubleshooting for the high blood glucose level. The sensor will not be returned for analysis.